Manufacturer narrative:
The impella devices were not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Literature authors: christine jiang, pharmd, bcps1 annals of pharmacotherapy 2021, vol. 55(2) 174 ¿180 © the author(s) 2020 article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177/1060028020944831 journals.sagepub.com/home/aop https://doi.org/10.1177/1060028020944831 , misa stuart, pharmd, bcps1, charles makowski, pharmd, bcps1, douglas l. Jennings, pharmd, facc, faha, fccp, fhfsa, bcps2,3 and long to, pharmd, bcps1.

Event description:
The abiomed complaints department received a publication entitled "safety and efficacy of percutaneously inserted ventricular support device purge solution heparin 25 u/ml" which was inclusive of 161 screened patients supported by either impella 2.5, impella cp, impella 5.0, or impella rp. Complications noted as bleeding and pump thrombosis: within our study, 2% of patients experienced a thrombotic event involving the pump motor. Of the 63 bleeding events, 35 patients had clinically relevant bleeding (bleeding academic research consortium 3a and 3b.) This report is for the impella cp.

Manufacturer narrative:
The investigation for the reported access site bleed and thrombus has been completed. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 component code was reported on the previously submitted report. No component code is necessary for this complaint. Code 4114 was reported incorrectly on the previously submitted report. A new code has been added to type of investigation codes. H.10 additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.